Event description:
Report received of a delay in nitroglycerine therapy due to an alarm condition. It was reported that the adult pt was receiving nitroglycerine. The customer contact could not recall the concentration or administration rate of the medication. The pump alarmed with an error 94-2. The pump was replaced and therapy was resumed. The pt's blood pressure was reported to increase to an unspecified level in the 1-2 minutes it took to replace the pump. Once the pump was replaced and therapy was resumed, the pt's blood pressure was reported to stabilize. There was no reported long-term adverse effect to the pt from the event. No medical interventions were required. Though requested, there was no further info available.